Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on support, the pump was performing with lower-than-expected flows. Troubleshooting was unable to resolve the issue. A kink was noted in the device. The pump was removed and replaced with intra-aortic balloon pump support with no reported harm to the patient.

Manufacturer narrative:
The investigation for the reported product damage (cannula kink) has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The clinical details provided were sufficient to determine a root cause. Based on the clinical account, the root cause of the low flows were due to a cannula kink which was a result of the patient's left ventricle and ascending aorta anatomy. This report is being filed as part of a retrospective review of historical records.